Event description:
This senior medical surveillance spoke with the pt/layperson who clarified info, she had reported to a customer care advocate in 2009. The day prior to report, around 10:30pm, the pt contacted emt when she began shaking, tingling, and convulsing. When emt arrived, the pt was instructed to test with her one touch ultralink; results 57, 83, and 42 mg/dl. The pt assured this specialist that she had washed her hands between the three precision tests and used separate finger sticks despite being symptomatic. Emt then gave the pt a glucose tab to eat. Minutes later, emt tested with their own meter, result 28. Emt injected glucagon after the test, remaining with the pt until her blood glucose increased to 300 on their meter. Emt advised the pt not to test on her own meter at that time because they did not want insulin to be given through her pump. Because the pt was symptomatic before testing, there is no indication the product contributed to injury. The pt did not allege that the product contributed to hypoglycemia; rather, she questioned the varied results. Because the pt had no supplies with her to troubleshoot, the alleged issue of erratic results was not resolved. The complaint is reported. The cca arranged for a meter replacement. The pt has been requested to provide the meter's serial number because she gave the cca the ID number.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The pt provided the ID number only.